Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete incoming functional testing) has been confirmed. Upon investigation the cables connecting the distribution node (dn) to the rear therapy electrodes and the dn to ECG c and d were pulled from the strain relief, damaging wires in the cables. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was unable to complete functional testing.